Manufacturer narrative:
Patient history of chronic driveline infection was mentioned under medwatch report MFR # 2916596-2018-00549 the heartmate 3 lvas was implanted during (B)(6). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Age of device: 1 year, 3 months, 14 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient was admitted to the hospital suspecting driveline infection on (B)(6) 2018. Patient presented with symptoms which included midsternal nonradiating chest tightness that worsened with deep breaths, intermittent dizziness and chills. Patient was started on intravenous (IV) vancomycin followed by the admission. Patient had a history of chronic driveline infeciton. Blood culture was performed on (B)(6) 2018 which came positive for gram positive cocci (enterococcus faecalis). Patient had chronic (B)(6) driveline infection. Patient was treated with prophylactic antibiotics for the infection. Patient was on a treatment plan that included 6 week course of vancomycin. Blood culture was repeated on (B)(6) 2018 which resulted negative. Transesophageal echocardiography (tee) was performed that came negative for any vegetation. Patient was discharged to skilled nursing facility (snf) with the mentioned treatment plan. No further information was provided.

Manufacturer narrative:
Investigation summary: a specific cause for the patient's infection could not conclusively be determined through this evaluation. The hm3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.